Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge for over 30 days using novolog insulin. Customer was informed that novolog insulin is indicated for use with tandem supplies for 3 days. Customer was informed to change cartridge to address the issue. Customer¿s blood glucose level was not impacted.